Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. The defect reported by the customer has been verified and repaired. Hence, this complaint can be confirmed. On inspecting the device, further deficiencies were found to be impairing device function. The following activities were performed: distal tip damaged. Dent in outer tube. Broken illumination fibers and transmission. Endoscope body damaged/scratched. Optical system loose. Glass particles in optical system. We are unable to determine a root cause for the reported failure as it is undetermined as to what caused damage/scratches on the endoscope body. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the j&j employee that during testing two hd laparoscopes had scratches and nicks on the tube. J&j employee stated that manufacturing boxes that are used for shipping were not included in return. There was no case involved, therefore no patient involvement or delay. Devices are being returned.